Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was triggered. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. The representative confirmed the patient was exposed to surgery for an unrelated matter, and ts indicated that from device memory, there is evidence of prolonged magnet activation. In this situation, the device was exposed to temporary higher battery consumption due to magnet and beeper activation that was detected two days later during normal internal device battery check, causing the bd alert reported. The related error can be cancelled and after reviewing current memory data, the engineering team confirmed that this device appears to be operating normally. Normal follow-ups were recommended. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.